Event description:
Patient has used johnson and johnson 1-day acuvue moist contact lenses -etafilcon a- for more than four years. He has been wearing soft contact lenses for more than 20 years -- and daily disposable contact lenses for more than 9 years. In his most recent supply of disposable lenses -for the right eye-, some lenses have been inconsistently thicker and/or damaged on the edges -- causing irritation to the eye. Other lenses -for the other eye / different prescription- are fine. The bc was 9.0 dia was 14.2 prescription -3.25 expiration 01/2015 production 29014401 03c ce0086. Dose or amount: dia 14.2 / bc 9.0 / -3.25, frequency: daily disposable, route: other. Dates of use: daily (B)(6) 2010 -- (B)(6) 2010. Diagnosis or reason for use: contact lenses -daily disposable-. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: yes.